Manufacturer narrative:
The device was received for evaluation. Visual inspection did not confirm the reported condition of 'missing door label'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a missing door label. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.